Event description:
It was reported that this right atrial (ra) lead with the pacemaker exhibited undersensing of atrial fibrillation (af). The programming is already set to be as sensitive as possible. Technical services (ts) reviewed and found the patient has been in af since the pacemaker was replaced in 2021. This ra lead and pacemaker remain in service. No adverse patient effects were reported.